Event description:
The pump involved in an over-delivery. It was reported that the infusion pump was programmed to infuse a 2000 ml chemotherapy solution over 24 hours (83 ml/hr) and the infusion completed 6 hrs early. No medical or surgical intervention was required. The infusion pump was removed from pt use.